Event description:
A 2.5 mm diameter x 18 mm length micro driver otw stent delivery system was inserted into a patient for the treatment of a heavily calcified vein graft lesion. It was reported that the physician attempted to cross the lesion with another manufacturer's two stents initially. This was unsuccessful. The physician then attempted to cross the lesion with micro driver and it was unable to cross the lesion. It was reported that the physician pulled the delivery system back for removal; at this time it was noted that the stent had moved off of the balloon and remained on the wire. The physician was able to snare the stent and successfully remove it from the patient. No additional sequelae were reported and the patient is reported to be fine.